Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced high blood glucose with a reported value of 364 mg/dl despite four infusion set or site changes and used the ilet system, announced a usual meal and then a smaller meal seeking additional insulin, and reported vomiting and concern for poor insulin absorption due to scar tissue. Symptoms included hyperglycemia, nausea, hot flashes or flushing, and shaking or tremors. Outcomes included classification as a serious injury or illness or impairment. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure or method, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event.